Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2022. During the procedure, a pinhole was found on the balloon tip when it was inflated. The procedure was cancelled at this time without using replacement. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a041001 captures the reportable event of balloon pinhole. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Microscopic inspection was done and found the balloon had a pinhole, which confirms the reported event. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the middle section on the body of the balloon. Based on the available information, it is possible that factors encountered during the procedure, such as interaction with any surface during the procedure could create friction on the balloon, caused the balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2022. During the procedure, a pinhole was found on the balloon tip when it was inflated. The procedure was cancelled at this time without using replacement. There were no patient complications reported as a result of this event.